Event description:
It was reported that a pt in the cardiac care unit was on the intra-aortic balloon pump (iabp). The pt had calcified/artificial vessels and the balloon was inserted without a sheath. After about 56 hours, the pump gave an alarm. The balloon was ruptured and blood made its way back to the pump. The pump stopped working. The balloon was removed and no new iab was inserted. There was no pt death, complication or injuries reported. Medical/surgical intervention was not required. The outcome of the pt is good.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.